Manufacturer narrative:
The device was returned for evaluation. After further inspection, the engineer identified a location on the main power control board (pcba) "+5v signal" that was likely causing the unit to power down. The voltage regulator output was low and not able to power the processor. The main power control board was replaced and the device was working as designed. Based on this information, no further action is required.

Manufacturer narrative:
A user facility reported that a mortara instrument s12 physiologic patient monitor was intermittently power off with the green indicator light still functioning. The initial reporter did not recall an alarm or error message occurring and also added that the monitor has powered off when she touched the touchscreen. This unit was replaced and returned to mortara instrument for investigation. A follow-up report will be submitted when new, pertinent information becomes available.

Event description:
A mortara instrument s12 physiologic patient monitor was reported to intermittently power off with the green indicator light still functioning. No patient impact was reported.